Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally evaluated and met the specified quality requirements. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.